Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The patient did not want a follow-up from customer technical support at this time.